Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited undefined high impedance measurements. It was also reported that the rv lead exhibited high thresholds, non capture and became pulled back, thus the patient was not receiving needed therapy. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.